Manufacturer narrative:
Conclusion: the event occurred 15 years and 5 months post implant therefore it is unlikely that the event was due to device manufacturing. The causes of re-operation for failed repairs are well documented in the literature. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, medtronic received information that 15 years and 5 months post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. No adverse patient effects were reported. The native valve was not repairable as it was subsequently explanted and replaced with a bioprosthetic valve.

Event description:
Medtronic received information that 15 years and 5 months post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. No adverse patient effects were reported.